Manufacturer narrative:
Balloon catheter was examined, no obvious damage observed on the unit. No visual defects identified upon an inspection of the burst line. The distal and proximal markerbands were inspected, no sharp edges were observed. The root cause of this anomaly is unknown. All assembled units were 100% leak tested to a rated pressure of 27atm prior to release. The sub-assembly balloons met all 100% visual inspection and statistical batch release requirements. The manufacturing batch records reviewed confirmed that the device met all material, assembly and performance specifications.

Event description:
When inflating the passeo-35 hp balloon for post stent dilatation the high pressure balloon burst at <6atm.